Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had a ballon bust cause a back flow of blood to inside disk. There was no harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and was able to reproduce the reported malfunction. The fse found that the pim and safety disk had blood. The fse replaced the pneumatic module assembly. The fse performed all manifold tests and the compressor output test. The unit was working ok and was ready for use.